Event description:
Reportedly, patient was admitted in hospital on (B)(6) 2015. Upon device interrogation, the physician noticed a ventricular tachycardia (around 120min-1). However, it was not possible to deliver atp therapy manually despite several attempts. Vt (ventricular tachycardia) was properly detected by device and atp therapy was effectively delivered.

Manufacturer narrative:
Preliminary analysis confirmed the reported event. This behavior is most probably due to telemetry errors on (B)(6) 2015.

Event description:
Reportedly, patient was admitted in hospital on (B)(6) 2015. Upon device interrogation, the physician noticed a ventricular tachycardia (around 120min-1). However, it was not possible to deliver atp therapy manually despite several attempts. Vt (ventricular tachycardia) was properly detected by device and atp therapy was effectively delivered.

Event description:
Reportedly, patient was admitted in hospital on (B)(6) 2015. Upon device interrogation, the physician noticed a ventricular tachycardia (around 120min-1). However, it was not possible to deliver atp therapy manually despite several attempts. Vt (ventricular tachycardia) was properly detected by device and atp therapy was effectively delivered.